Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd was able to determine that the yellowish material in the tube is carbonized resin that formed during our extrusion process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported connecta wht 360deg tb 50cm keeps detaching, and also has foreign matter. The following information was provided by the initial reporter: "the stopcock/ bung is detaching from the extension when pressure is applied from injecting fluids."

Manufacturer narrative:
Initial reporter phone#:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported connecta wht 360deg tb 50cm keeps detaching, and also has foreign matter. The following information was provided by the initial reporter: "the stopcock/ bung is detaching from the extension when pressure is applied from injecting fluids."